Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise with oversensing prior to a routine device replacement. Further, provocation testing was performed, but still similar noise was observed during pectoral exercises. An rv lead fracture was suspected. Additional information was received indicating that fluoroscopy was obtained, however, no lead fracture was confirmed. It was suspected based on the stored non-sustained ventricular tachycardia (nsvt) episodes. The rv lead was partially abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation indicates that the lead was returned severed 12 centimeters (cm) from the terminal pin, which was determined to be induced in the field. Only the proximal segment was returned. Setscrew marks were noted on all terminal connectors. Continuity and pressure tests were performed to assess electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The reported clinical observation could not be confirmed through testing on the returned lead segment.